Manufacturer narrative:
The concerned material was available for investigation. It was subject to a visual inspection, an impedance measurement and an x-ray inspection. The root cause could finally be narrowed down to an assembly failure of the rocker switch. Squeezing and sharp bending during assembly led to loose contact within the cord allowing for temporary interruption of the line. In general the design of the rocker switch assembly (B)(4) is suitable for a proper assembly to the mounting rail without damaging the cord. As incorrect cable routing may result in damage of wires the instructions for the assembly workshop and service execution were improved. Potentially affected devices that were already shipped will be corrected by replacement of the assemblies based on the new instructions.

Event description:
See initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that intermittently while in use, the perseus would unexpectedly go into a power down sequence and finally shut down. There were no patient injuries reported associated with these events.